Event description:
It was reported that pump displayed malfunction code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of the malfunction, was advised that pump use could continue, and was instructed to call back if the malfunction code appeared again.